Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted nephroureterectomy surgical procedure with single-port (sp) system and prior to ports placement, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that sterile adapter (sa) came off easily on patient side manipulator (psm) 3. The customer reinstalled the sa on psm 3, but the issue was not resolved. The customer replaced the drape, which resolved the issue temporarily. After, the csr called back to report that the issue persisted after replacing the drape. The procedure was aborted with no patient involvement.